Event description:
Per the clinic, the patient was prescribed 500mg of keflex (B)(6) 2013 (duration not reported) due to an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.